Manufacturer narrative:
A manufacturing investigation/summary was performed. The report indicates that: 1x article 310.250 with lot l412166 / drill bit ø2.5 l110/85 2flute received and forwarded to manufacturing plant bettlach for investigation: as received condition of device: the drill was broken in two parts in the region the coupling transfers to the shaft in two parts. Traces of use on the cutting edge on the tip were visible. As relevant for the complaint condition (the drill is broken) several features were identified and measured. The measurements were performed near at the breakage point and all have fulfilled their specifications. The drill was broken in two parts in the region the coupling transfers to the shaft in two parts. All relevant characteristics have been measured and correspond to the specifications in the drawings. In addition, all relevant features of the drill were tested per the inspection sheets (drill geometry) and (tin coating - 100% visual inspection) during the manufacturing process of lot l412166 work order and no deviations or irregularities were found which could lead to the complaint condition. The lots of the raw material of the component (B)(4) drill-bit blank are not tracked by lot number. Therefore, the check was performed based on fifo (first in / first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the drill-bit blank in relation to the normal stock turnover thus; it was found that the used raw material fulfilled the specification. Hardness: the hardness of the drill 310.250 lot: l412166 was tested during investigation and is per the requirements. No deviation could be determined. Based on the investigation, the complaint is confirmed, since the product was broken in a manner which fits to the described complaint condition (the drill is broken). It is likely that an overloading situation while drilling led to this breakage. As we do not know what happened we cannot define the root cause exactly. However, per the investigational results, this complaint is rated as not valid because the relevant dimensions were measured and have passed the specifications, therefore no manufacturing issue could be found. As this complaint is not valid, the specific prm and pra line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. 510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part #310.250, lot # l412166: manufacturing location: (B)(4), manufacturing date: 15.may.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the tibial plateau fracture on (B)(6) 2017. In order to have the proximal dorsal tibial bone fragments fixed to the plate, the surgeon connected the drill bit to the ao chuck. At the same time as the surgeon started drilling, the drill bit was broken from the root. The surgeon was able to drill the bone by using the jacob¿s chuck without any problem. The surgeon commented that the surgeon did not apply any extra force when drilling. No fragments were reported. The surgery was extended for one (1) minute. No adverse consequence to the patient was reported. Surgery was completed successfully. Concomitant device: plate (part # unknown, lot # unknown, quantity 1), ao chuck (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.5mm drill bit/qc/gold/110mm this is report 1 of 1 for complaint (B)(4).